Manufacturer narrative:
(B)(4). The device evaluation summary can be corrected to: device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of "needs repair" as failure code 703:00, however, the root cause could not be determined. However, no assignable cause was identified. The user interface module printed circuit board was replaced as a precaution. Additional information: review of the device event history determined that failure code 703:00 occurred on (B)(6) 2010 and not the originally reported occurrence date of (B)(6) 2010.

Event description:
The facility representative reported a colleague infusion pump that needs repair. It is unknown when or at what point in the process this condition occurred. Quality engineering confirmed this condition as failure code 703:00, which interrupted delivery. No patient injury or medical intervention was reported. This is involving a pump with software version 5.03.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative reported a colleague infusion pump that needs repair. It is unknown when or at what point in the process, this condition occurred. No patient injury or medical intervention was reported. This is involving a pump with software version (B)(4) which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of needs repair and determined the root cause to be failure code 703:00 caused by a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.